Event description:
During troubleshooting for an unrelated alarm during drain on a homechoice (hc) machine, it was reported that the home patient (hp) had reconnected the patient line to the transfer set after it had been inadvertently disconnected. The home patient (hp) had woken up to find that they were disconnected. The technical service representative (tsr) assisted the hp in ending therapy. During follow up, it was reported that the hp had used new supplies to finish therapy. The hp went to the hospital to be checked out and the patient did not have an infection. The hp was given antibiotics prophylactically. Additional information was requested but is not available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.